Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm voluma® xc in the cheeks, and skinvive¿ by juvéderm® in the lips about a year ago. Recently the patient was presented with swelling in the lips. The hcp had the patient finish a course of steroids. It got better but then it came back so the filler was dissolved in the patients lips. Now the swelling has moved to the patient¿s cheeks.